Manufacturer narrative:
Please note that there were two issues with two ruby coils; however, it is unknown which issue corresponds to which ruby coil lot #. Therefore, the same device codes will be used for both MFR reports. This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00719.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil out of its introducer sheath and into the microcatheter, the physician experienced resistance and was unable to advance the coil. Therefore, the ruby coil was removed. It was also reported that another ruby coil was found already "deployed". The physician believes that this coil was already "deployed" in the package. The procedure was completed using new ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock on the proximal end of the ruby coil pusher assembly was intact. The pusher assembly was bent in multiple locations. The embolization coil was intact with the pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. Conclusion: evaluation of the returned devices revealed that the pusher assembly mid-joint of the first ruby coil was withdrawn past the friction lock of its introducer sheath. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the ruby coil mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. Evaluation of the second ruby coil revealed that its proximal constraint sphere was intact and the coil was visibly undamaged. In addition, the proximal constraint sphere outer diameter (od) was measured to be within specification. Since the ruby coil pusher assembly was not returned for evaluation, the root cause of this complaint could not be determined. Penumbra coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Results: the embolization coil proximal constraint sphere was intact and the coil was visibly undamaged. The proximal constraint sphere outer diameter (od) was measured to be within specification.